Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information from the manufacturing representative (rep) indicated that the patient had pain at the ins site, and the incision reopening/split. The patient took a razor blade to the ins site, and went to the emergency room. The patient requested explant.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). Patient reported the medtronic representative never showed up for the programming appointment. Patient stated the representative was 4 hours late for the surgery and showed up at 12:30 pm in the afternoon and did not show up again. Patient reported he is aggravated and frustrated. Patient said the device is not working and shocking him since implant and working on one leg and stinging and vibrating in the left leg and not doing anything for the right leg. Patient stated they place the ins on the waist/belt line, which is not easy for him. Patient express his frustration with placement of the device. Patient stated he should go to hospital to have ins remove. Patient service reviewed device function and recommend patient consult with healthcare provider ofc for next steps. The issue was not resolved. Rep reported pain/discomfort at ipg area. Would like to discuss revision of pocket with surgeon. This rep notified hcp's office regarding patient complaint. Will update as information is given to this rep.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.